Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: (B)(4). Model: sc-8452-70 serial: (B)(4). Batch: 7070198.

Event description:
It was reported that the patient had a post op hematoma at the lead site. Symptom of leg weakness was noted. The physician believed that the caused might be related to labile blood pressure. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.